Manufacturer narrative:
Unit received with blank display due to corroded battery tube and battery cap contact. Unable to verify signal too low alarm, unexpected restart alarm, spanish anomaly alarm or off no power without battery indicator due to blank display. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with broken belt clip slot.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer's blood glucose was 262 mg/dl. During troubleshooting, alarm history showed a spanish anomaly alarm, signal too low alarm, unexpected restart alarm, battery out limit alarm, bad battery alarm and off no power alarm. Customer reported that issue still occurred even after battery cap change. Customer was advised that insulin pump would need to be replaced.